Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to physical stress caused by hitting the tip of the scope, dropping the tip, etc., and chemical stress due to the chemicals used. The event can be detected/prevented by following the instructions for use which state: "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found plastic distal end cover was damaged. Additionally, the bending section adhesive was peeled, there was a leak at the endoscope connector, the engage function of the angulation knob was loose, the up/down could not be locked securely due to a worn forceps elevator lever, water tightness was lost due to scope connector and electrical connector deformation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the distal end probe cover was chipped off on the evis gastrointestinal videoscope during preparation for use of an unknown procedure. There were no reports of patient harm associated with this event.